Manufacturer narrative:
(B)(4). The sample was received and evaluated by the complaint quality engineer in the quality engineering lab. No exceptions were found after vision inspection and leaking test. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This complaint was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter to report that there was crack on the minicap. There is no patient involvement.